Event description:
Lead management case to extract four leads due to cied system/pocket infection. The patient presented with tortuous anatomy, calcified costoclavicular ligament (ccl) and extreme fibrosis of the device leads. The physician began the procedure using a 12f sls on the lv lead, upon reaching the ccl progression halted. The physician then opened a 14f sls and attempted to remove the ra lead, again progression halted upon reaching the ccl. The rv lead was then removed completely with the 14f sls. The physician returned to the ra lead with the 14f sls, but still could not progress past the ccl. An 11f tightrail was opened and used allowing the physician to progress past the ccl but stopping at a tortuous acute bend in the vein. A 16f sls was then opened and tried on both the ra and rv pacing leads with little to no forward progress. The 16f sls was then used on the lv lead removing it completely, upon removal, the patient's blood pressure dropped and a sternotomy was performed discovering a tear at the svc/ra junction. The patient survived the intervention, but later passed away.